Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the pump was randomly "jumping' 12 hours ahead. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission 12/27/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box review shows a manual time/date correction , losing/gaining time incertitude interval. The unit is able to maintain the time and date settings accurately. No activity outside normal use observed in the black box or history download. Daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no defect found. The pump boots with a faded display, which has no effect on insulin delivery.